Event description:
During pacemaker implant, the tip hex wrench detached while connecting the right ventricular (rv) lead and remained stuck in the set screw. A new pacemaker and rv lead were used to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of the tip hex wrench detached while connecting the right ventricular (rv) lead and remained stuck in the set screw was confirmed. The device was returned with the tip of the wrench stuck in the inset of the setscrew. The wrench was not returned, to further assess this issue. Analysis of the device found foreign material in the connector block threads. Analysis performed using scanning electron microscope confirmed the foreign material found in the connector block threads to be epoxy which is an anomaly. As a result of these findings, abbott is performing further investigation.